Event description:
It was reported that while a consumer was using a bd ultra-fine short insulin pen needle for an insulin injection, the needle broke off in use. The consumer went to an emergency department where he was evaluated and received an x-ray. The x-ray did not visualize the broken needle. There were no further medical interventions reported.

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device quality notifications revealed no irregularities during the manufacture of the reported lot number 4198312. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. Pir # (B)(4).